Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms noted during testing. The insulin pump was cracked reservoir tube lip noted during testing. Motor tested ok. However, oily motor assembly noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 50 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.